Event description:
Patient was revised to address poly wear.

Event description:
Customer states the use by date on the comfort curve test strip vial label is 04/31/2010; manufacturer's batch record confirmed the actual use by date to be 03/31/2010. No adverse event reported. Requested return of product, replacement sent.